Event description:
A report has been received on an incident of where an end user who resides in a group home thrust backward and broke all attaching hardware and back canes. In speaking with the reporter, it was learned he is noted to thrust hard backwards as well as push down on the foot plate. This incident resulted in bolts breaking completely off the back, stroller handle broke thought the middle. The end user remained supported by the bolts on the other side. No injury occurred.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model solara3g, serial number/date code (B)(4)is approximately 2 months old. The owner's manual part number 1154295, rev.c(dec-10) was issued with this device. The medication regimen are unknown. The malfunction has not been confirmed. Of note: the end user has been issued this temporary device for 1 month while his primary wheelchair is repaired. The dealer has disabled the tilt feature of this device and is no longer capable of recline function. The dealer stated the damage to this wheelchair was not due to a defect. The staff immediately removed the end user from this device after this event. In review of this incident in relation to all relevant factors, there is no information of a device malfunction however in consideration has been submitted.